Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and thickened leaflets. A mitraclip xtw was inserted and deployed on the mitral valve. However, after deployment the clip partially opened from 20 degrees to roughly 40 degrees. To stabilize the clip, an additional clip was then deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and thickened leaflets. A mitraclip xtw was inserted and deployed on the mitral valve. However, after deployment the clip partially opened from 20 degrees to roughly 40 degrees. To stabilize the clip, an additional clip was then deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided by the account, the reported unintended movement associated with clip opened while locked appears to be related to patient conditions and due to thickened leaflets. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.